Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead undersensing disrupted device discriminators causing the patient to receive an inappropriate shock for a rhythm incorrectly detected as fast ventricular tachycardia (vt). The ra lead remains in use. No further patient complications have been reported as a result of this event.